Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to deliver an unspecified volume of tpn via a gemstar pump. At an unspecified time, the homecare patient¿s son primed the tubing set using the gemstar pump and connected the tubing set to the patient. After an unspecified length of time in use, it was reported that air was noted in the tubing distal to the filter. The volume of air was reported to be 10mm in length. No air was delivered to the patient. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).